Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an 4-4mm piccolo occluder was implanted using an unknown delivery system. On (B)(6) 2026, it was reported that a post-procedure echocardiogram identified a possible thrombus on the pulmonary artery end of the device.